Event description:
This lead was implanted on (B)(6)2009 and remains active implant at this time. This is noted due to possible infection. Patient has developed chest wall abscess and presented at the emergency room with substernal, intermittent nonradiating chest pain associated with shortness of breath for several days. The physician was dr.(B)(6) (B)(6)hospital center. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).